Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that sets leaked during discussion regarding occlusion of the 1.2 micron filter with smof lipids and intralipids (2 different formulations). Although requested, no additional event and/or patient information was provided.

Event description:
It was reported that "sets leaked", during discussion regarding occlusion of the 1.2 micron filter with smof lipids and intralipids (2 different formulations). Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
The customer's report of a clogged filter was confirmed. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Fluid residue was observed within the filter. No obvious damage or issue was observed. Functional testing was performed using simulated lipid solution. A lab primary set was first primed and attached to the received set. No fluid flow was observed through the received set. Although no fluid flow was observed, the primary set was loaded into a lab pump module and an infusion was programmed at a rate of 10ml for one hour. The pump module immediately alarmed "occluded - patient side". The set was reprimed using a blue dyed fluid filled lab syringe. No leak or occlusion was observed. Further testing was performed by pressure testing. No leak or issue was observed. The root cause was identified to be clogging of the filter so that liquid flow became restricted due to the accumulation of infusion particulate over time and repeated use. The customer's report that the set leaked was not confirmed. The root cause that the set leaked was unable to be identified.